Manufacturer narrative:
Device will be analyzed by the hospital.

Event description:
The manufacturer was notified on (B)(6) 2016 that a patient who has perceval valve implanted 5 years ago suffering for calcification (trans-prosthetic gradients od 44/77mmhg, vmax 4,9m/sec which according to dr (B)(6) can only be explained by early calcification). Patient not very old and in a good shape was reoperated on the (B)(6) to retrieve perceval and implant a biological non sutureless edwards valve. The intervention was done successfully. The stent was in a good shape but the cusps are deteriorated. Perceval took by dr (B)(6) to be analysed by the hospital itself. Two of the 3 cusps seem very calcified and rigid explaining very important gradients (47/77mmhg). The calcification has also reached the third cusp but it is less calcified than the 2 others. Patient is included ans is under study in the (B)(4) study and the calcification was observed because of the yearly follow up in the study.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Based on the document review performed, no manufacturing deficiencies were identified. However, as the device was not received for analysis, the root cause of this event cannot be determined. It is possible that the patient's specific clinical condition and risk factors (hypertension, hypercholesterolemia, smoker) may have contributed to this event, although this cannot be confirmed.